Event description:
This is being turned in as a pt safety concern related to design of machine. Pt able to manipulate pca pump to open plastic casing enough to put object inside pca pump. This allowed enough to put object inside pca pump. This allowed enough opening in casing for them to push plunger to syringe dispensing the remainder of narcotic. No harm to this pt and was discharged home. Looking at design of the plastic casing for the pca pump there is enough of a separation between the two sides allowing the casing to be pushed slightly apart. Concern is that another pt could separate the casing causing an overdose of medication with untoward effects. Pictures attached.